Event description:
It was reported that the pump exhibited an alarm and loss of power while running, and an alarm went on. The issue only appeared when using the rechargeable battery. Here was patient involvement, and no patient injury was reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product sample was received, however, a video was provided for the investigation by the customer, which demonstrated that the pump loses power during drop tests with the rechargeable battery, while the same test with aa batteries shows no power loss. The customer¿s observation suggests a mechanical issue with the rechargeable battery connection under impact. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device's 12-month service history, which showed no previous occurrences of similar events. As a result, we could not replicate or confirm the reported issue.

Manufacturer narrative:
No product was returned for analysis; however, this investigation was based on the two samples returned for the associated complaints of failure "shutdown when banged ". The customer reported issue occurred only when severe mechanical impact caused the battery door to open, breaking contact between the rechargeable battery pack and the pogo pins. When the battery door remained latched, the pumps maintained continuous electrical contact and remained powered, even during severe impact simulations. The customer¿s problem could not be reproduced using aa batteries, which remain more mechanically stable during impact. No device problem was identified as the device met all the required specifications and passed all testing criteria.